Manufacturer narrative:
Additional information received on may1, 2025, indicated that the patient underwent removal surgery on (B)(6) 2025. Reason for device explant and/or reoperation: capsular contracture unknown grade. (B)(4).

Event description:
A female patient who underwent breast reconstruction revision utilizing a mentor memorygel xtra 790cc silicone prosthesis has presented with left-sided capsular contracture of unknown grade and right-sided silent rupture, diagnosed via MRI on (B)(6) 2024, which revealed leakage from the right prosthesis. Clinically, the left breast exhibits characteristics of hardness and droopiness, suggesting complications associated with the implant. As of the time of this report, mentor has not received any information regarding the explantation of the implants or an anticipated explantation date, and this report specifically pertains to the issues concerning the left side of the patient.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on november 10, 2025. Device evaluation completed on november 26, 2025: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Per additional information received with the device, the patient also experienced right sided device malpositio. As a result, patient underwent bilateral replacements per follows; left breast implant mentor smooth round high profile sn (B)(6), right breast implant mentor smooth round high profile sn (B)(6) , and placement of right acellular dermal matrix (B)(6). Date of removal updated from (B)(6) 2025 to (B)(6) 2025. Manufacturer¿s reference number: (B)(4).